Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the pituitary was noticed to be broken during an unspecified spinal surgery. The screw that lifts the jaw appears to be missing so it does not function properly. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.